Event description:
The patient's mother reported on (B)(6) 2014 her daughter's blood glucose history is as follows: time: 8:43; bg (mg/dl): 188; time: 11:19; bg (mg/dl) 258. She bumped her pod around dinner time and despite boluses given (exact dosage was not provided) her bg continued to go up. She picked her up from school and gave her a manual injection of insulin. Upon inspection she noticed the cannula had pulled out of her site and it was also bent. She decided to take her to emergency room. Upon arrival she was placed on an insulin drip for possible dka.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.